Event description:
Event reported by attorney. Legal complaint states that the patient experienced complications including but not limited to pain, infections, painful intercourse and incontinence from the defective mesh requiring additional medical care and treatment and ultimately surgical intervention. Plaintiff claims to have desara implanted on (B)(6)2009. No lot number was provided.